Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00618. It was reported the patient is no longer receiving adequate coverage. Reprogramming was unable to provide resolution. X-rays were and revealed lead migration. As a result, the patient will undergo surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-00618. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.